Event description:
It was reported that, during npwt, on the fourth day patient started to experience warmth, and a slight odor. On the fifth day, patient went into the hospital due to the increase in odor and the pico 7 displayed the red light for dressing is saturated or filter is blocked. The pico was removed and discarded, and incision was cleaned. CT scan was performed to check for pockets of fluid or other concerns. A small pocket was found. The patient was readmitted to the hospital and placed on IV antibiotics along with cultures being taken. The patient was in the hospital for 3 days then transferred to oral antibiotics. Then had to follow up with wound care clinic weekly. The wound was 4cm wide by 8cm deep with a tunnel and draining heavily. Had cultures redone as drainage was still bad and was placed on antibiotics for 21 additional days. Currently, the wound is 1cm wide by 2cm deep still being packed and restricting me from daily activities. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Section h6, health effect - impact code, updated. Internal complaint reference: (B)(4).